Event description:
The 0.2 micron filter that is part of the extension set was leaking fluid in line. It was coming out of the side of the filter. No patient outcome was reported.

Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will communicated to FDA within 30 days of its conclusion.